Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a veterinary procedure to the abdominal muscle using a continuous suturing technique, the middle of the suture line broke. The patient had to be brought back in to redo the suture line.